Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with the guidewire firmly stuck in the device. The balloon was loosely folded and there was contrast in the balloon and lumen. The inner diameter (ID) of the wire lumen was measured at both ends and was within specification. Microscopic inspection revealed numerous areas of the inner shaft with damage (bunching), throughout the entire device. Microscopic and tactile inspection revealed numerous areas of the outer shaft where the shaft was damaged (stretched). Microscopic inspection revealed damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01129. It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). A 300cm, 8cm poly tip v-18(tm) control wire(tm) was advanced to cross the lesion. Subsequently, a 3.0x40x150 (4f) sterling(tm) balloon catheter was advanced for dilation. However, the wire became stuck in the balloon catheter. The physician had to pull everything out, regain wire access and completed the procedure with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01129. It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). A 300cm, 8cm poly tip v-18¿ control wire¿ was advanced to cross the lesion. Subsequently, a 3.0x40x150 (4f) sterling¿ balloon catheter was advanced for dilation. However, the wire became stuck in the balloon catheter. The physician had to pull everything out, regain wire access and completed the procedure with a different device. No patient complications were reported and the patient's status was stable.